Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for oversensing artifacts on the right ventricular channel. No changes or interventions were reported. The patient's condition was unknown. No further information was reported on this event.